Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a de novo lesion in the mildly tortuous mid circumflex (cx) coronary artery, a 3.0x12 rx xience alpine stent delivery system (sds) was advanced via femoral access without resistance and to the lesion and was deployed at 16 atmospheres without issue. After withdrawing the sds without difficulty, a post-deployment angiogram revealed a dissection at the distal end of the stent. The dissection was successfully treated and the procedure was completed via deployment of an unspecified xience alpine. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.